Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and replace battery now alarm. Customer¿s blood glucose level was unknown. Customer stated that the pump stopped working. Customer states in past 4 days, every day pump says replace battery now alarm, bought new battery's and every half hour says refill pump with insulin, and put in 300 units in and also stated that the screen will come on and screen just restarts its. States got replace battery now alarm now its says got no insulin in it and just refilled it with insulin and states its just restarting itself, now pump is just off and stated nothing happened before issues. The customer was assisted with troubleshoot and customer reports display is blank. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment and spring was corroded. Customer states after inserting battery alarm did not display on the pump screen. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. States got more than 2 alarm, customer stated they were not able to count. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the keypad connector. Unit also alarmed pump error 68, pump error 49, pump error 23, power loss, low battery and replace battery now alarms due to resistance issue at the keypad connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Pump powered up properly after battery installation. No blank display noted. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to the printed circuit board during visual inspection. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the corner of the belt clip rails, fading/stained serial number label, cracked retainer, cracked battery tube threads, stained keypad overlay, broken belt clip rails, and a minor scratched lcd window.